Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-01838, 2134265-2011-01527, 2134265-2011-01528, 2134265-2011-01590. It was reported that during a percutaneous coronary interventional procedure, a vessel perforation and death occurred. Vascular access was gained via the right femoral artery, and a 6fr wiseguide catheter was advanced. The 70% concentric and de novo lesions were located in the mid to distal left anterior descending artery (lad). There was no visible calcification and no severe angles were noted. The lesion length was estimated at 60mm via angiography, and the reference vessel diameter was 3.25mm proximally and 2.5mm distally. Two 2.5x15mm apex mr balloons were inflated, and timi flow of 0-1 was noted following the inflation of the second balloon. A 2.5x32mm taxus liberté mr stent was deployed in the distal lad, and a 3.0x24mm taxus liberté mr stent was deployed in the mid lad. A 2.5x20mm nc quantum apex balloon was used for post dilation. Follow-up angiography revealed a vessel perforation "behind" the 3.0x24mm stent in the mid lad. The patient died on the table. Additional information has been requested but is not available.